Manufacturer narrative:
Unit passed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest. No high magnetic field anomaly during testing since the pump passed displacement test. Intermittent pump error 37 during rewind. No pump error 43 alarms noted during testing. Successfully downloaded history files and traces using thump. Multiple pump error 43 alarms on 07/04/2025 05:03:59.000, 07/04/2025 05:04:58.000, 07/04/2025 05:06:05.000, and 07/04/2025 05:44:08.000. Pump error 130 alarmed on 07/04/2025 04:51:11.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked select button on keypad overlay, peeling serial number label, and scratched case. "Suspended delivery reservoir and set alarm" was not confirmed during testing. Pump error 43 alarms during analysis was not confirmed during testing but was in the history file. Pump error 37, pump error 130, and pump error 43 alarms due to corrosion on the motor assembly. Exposure to high magnetic field not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43), and the pump was exposed to a high magnetic environment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer was able to clear the error and complete the rewind process, but the pump did not pass the displacement test. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer responded that the device would be returned.